Event description:
The patient underwent a three level (l3-s1) pedicular fixation surgery with placement of eight (8) threshold v2 screws and two (2) rods 03-apr-2024 without incident. During a post-operative appointment, it was confirmed that one of the set screws had become loose in the construct. A second surgical procedure was conducted on (B)(6) 2024 to remove and replace all set screws and rods.

Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death. Pursuant to manufacturer policy, events resulting in a revision surgery are deemed a serious injury as defined in 21 cfr 803.3 and are determined to be MDR reportable events.